Event description:
It was reported that the right atrial (ra) lead had high impedance due to a possible fracture. The ra lead was initially reprogrammed and now has been capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: implantable pacing lead product ID 4968, implanted: 2001-(B)(6). (B)(4).